Event description:
It was reported that the user experienced elevated blood glucose around 195¿196 mg/dl for about one hour while using an ilet system with a contact detach infusion set on the stomach and a dexcom g7, after announcing a meal approximately one-hour post-consumption to address rising glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a use-of-device problem related to late meal announcement; no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.